Event description:
The customer reported to baxter of a clearlink duo-vent continu-flo solution set that separated where the tubing connects to the two piece luer. A pump was not used, this was a gravity infusion. The patient received an infusion of normal saline, then the nurse went to flush the set with an unknown prefilled saline syringe and the tubing separated just above the male luer. There was no patient injury or medical intervention necessary. The condition occurred during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available, but has not yet been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.